Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32 mm x 2.5 mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, the stent scraped against the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mmx2.5mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, the stent scraped against the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with stent struts raised/lifted and compressed. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.